Event description:
The initial reporter stated they were performing comparison studies and found discrepancies for one patient sample tested with coaguchek xs pro meter serial numbers (B)(4). The patient sample was tested on an acl top 5500 cts instrument, resulting in a value of 2.69 inr. When the patient sample was tested with each meter, each meter resulted in a value of 2.0 inr.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."